Event description:
It was reported that the patient experienced a dissection of the lcca and was treated with an anticoagulate. Post-procedure, the patient experience a stroke experiencing right-sided weakness and speech difficulty. The patient was treated with heparin. The patient's condition is reportedly good and speech therapy was recommended.